Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, log files were sent for review and captured the pump speed, flow and pulsatility index (pi) at 0 with a low speed advisory, low flow alarm, and lvad (left ventricular assist device) off alarm noted at 11:25am. This continued throughout the log file until (B)(6) 2022 at 11:29am where it looked like the driveline was disconnected. The cause was unknown. In the background of the log file there were periods of rotor displacement flags noted while these events were taking place. This indicated that the lvad rotor was not levitated. The healthcare providers attempted to change the patient's system controller, but when doing so the pump did not restart. They went back to the original system controller but the pump still did not restart. The patient was emergently taken to the operating room (or) and was placed on extracorporeal membrane oxygenation (ECMO) support. The pump appeared to restart and additional log files were submitted for review. The event log displayed low speed advisory, low flow alarm, and lvad off alarms on (B)(6) 2022 at around 11:47am - 11:49am and 2:14pm - 2:16 pm. The pump was running from 11:49am - 2:14pm while tethered on batteries and from 2:16pm - 2:41pm while tethered on the power module (where the pump restarted as mentioned). The pump set speed was changed to 4000 rpm with a low speed limit of 4000 rpm at approximately 2:41pm. The healthcare providers planned to replace the system controller and modular cable and monitor for reoccurrence. The family refused changing of the modular cable and also refused any further surgical interventions including pump exchange. On (b(6) 2022, ECMO was withdrawn and the patient was pronounced dead. The device was explanted and there would be an autopsy. It was revealed that the mobile power unit (mpu) 'shorted out' 5 days prior to the pump stopping and the patient was given a new mpu. The mpu would be included in the analysis with pump and controllers to see if the events were related. Related manufacturer report number of pump: 2916596-2022-00818.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection revealed burned/damaged inductor l2. There was also a significant burn mark on the plastic housing near the inductor. Further evaluation also revealed open fuse (f1) and shorted transistors (q1) and (q2). The reported event of the mpu being damaged can be confirmed. The evaluation of the returned (B)(6) revealed that the mpu was not able to provide power. Further evaluation confirmed multiple damaged components (including one burned component), on the power supply pcb. A specific root cause for the damaged components was not able to be determined. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.